Event description:
It was reported via legal documentation that approximately 68 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4842502 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 4926850 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 2997855 02-012-51-2513 - logic tib insert impl crc, sz 2.5, 13mm. 2659595 02-012-51-2515 - logic tib insert impl crc, sz 2.5, 15mm. 4909306 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5. 5018716 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5. 4867570 200-07-29 - advanced patella 29m 3 peg implant. 4959250 200-07-29 - advanced patella 29m 3 peg implant. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.